Event description:
After a corpectomy, the xrl system cage was placed at t12. Some gentle impaction was used for placement. The surgeon could not get the locking ring to fully engage. The tried to further distract to get the locking ring to fully engage. The surgeon then removed the cage and noticed a piece of the cage broke. The fragment was recovered and the surgeon then used synex to complete the procedure. This is 3 of 4 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. Investigation is on-going.

Manufacturer narrative:
A review of synthes device history record, for p/n 08.807.206s, lot # 6740773, revealed the central body, medium, sterile, was manufactured by rms to the brandywine router # (B)(4). Ncr # us1056288 was written on december 27, 2011, for the revision on the c of c not matching packing slip or router. The disposition stated the packing slip (ps) revision was changed after orders were placed future orders will be ordered to correct revision. The certification was updated/reworked to match the new revisions and added to the DHR. Nine parts were accepted and the ncr was closed on december 29, 2011. Detailed results reports and set-up/in process/final inspection documents indicated the lot conformed to specifications. Rms manufactured the central body, medium, sterile, p/n 08.807.206s, lot # 6740773. The lot was manufactured to the synthes tabulated drawing, p/n 08.807.204, revision "e", released on october 12, 2011, which contains p/n 03.807.206. Due to an unknown cause, a piece is broken off (and included with this complaint) from the inside surface of the body, inner, medium, p/n 08.807.206.02 (from the synthes tabulated drawing p/n 08.807.204.02, revision "d"). The lot initially conformed to the synthes drawings, passed all the previous 100% inspections, and met the material requirements and the required specifications. The endplates and endplate screws are in excellent condition and perform as intended. The central body and the spikes on the endplates provide clear evidence of excessive impaction and manipulation of the implant by impacting the spreader onto the wrong features. The subtasks in this event evaluation for each part in the implant assembly clarify the points mentioned above, the technique guide was not followed. The design risk assessment was reviewed and was found to be adequate for the intended use.